Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump repeatedly in the past. However, customer declined troubleshooting and declined to give any further details, including event dates, further product information or customer information. No additional patient or event information was available.